Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a ngen rf generator. Brockenbrough transseptal puncture (bb) was performed under sound. After performing pre-map with an octaray catheter, ablation was started with a qdot micro catheter. After ablated several points, the following issue occurred. Ablation started by stepping on the foot pedal and should have stopped when the foot was released. However, the ablation did not stop. Stepping on the foot pedal again stopped the ablation. The procedure was completed without the use of a foot pedal for safety reasons. The procedure was completed without patient consequence. Additional information was received and it was reported that the part of the foot pedal that had a damage was the broken spring of the foot pedal. Due to spring damage, the pedal did not lift up automatically after being stepped off, and the ablation was not stopped. Device evaluation details: the foot pedal cable was damaged so it was replaced. A device history record evaluation was performed for the finished device number, and no internal actions related to the reported complaint condition were identified. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. All devices are manufactured, inspected, and released to approved specifications as part of johnson & johnson medtech's quality process. Correction to the initial report: d4: UDI as the serial number for the device involved in the event was not provided, the full UDI is currently not available. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: per FDA request, MDR submissions for the ngen rf generator are to be reported with PMA details of the catheter used along with the ngen rf generator. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a ngen rf generator. Brockenbrough transseptal puncture (bb) was performed under sound. After performing pre-map with an octaray catheter, ablation was started with a qdot micro catheter. After ablated several points, the following issue occurred. Ablation started by stepping on the foot pedal and should have stopped when the foot was released. However, the ablation did not stop. Stepping on the foot pedal again stopped the ablation. The procedure was completed without the use of a foot pedal for safety reasons. The procedure was completed without patient consequence.

Manufacturer narrative:
Additional information was received on 17-jun-2024. It was reported that the part of the foot pedal that had a damage was the broken spring of the foot pedal. Due to spring damage, the pedal did not lift up automatically after being stepped off, and the ablation was not stopped. A picture was provided. It was reviewed and no root cause can be determined without equipment evaluation. The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).